Manufacturer narrative:
Follow-up # 1 date of submission 07/31/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 07/10/2013 with the following findings: during investigation, the display was found to be blank when the pump was powered on. The pump case was opened and revealed a cracked display. A test screen was inserted and the display functioned properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the display screen was blank this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.